Event description:
Reportedly, the status light of the home monitor remains orange.

Manufacturer narrative:
Analysis synthesis: - upon reception, the returned home monitor was tested and the reported behavior was confirmed, as the device was out-of-order. - the observed issue resulted from an error related to the modem, which prevented communication to the local network. - this case is recorded for trending purposes.

Event description:
Reportedly, the status light of the home monitor remains orange.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.